Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead impedance had increased and a lead failure is suspected. During the lead extraction the physician noticed that the suture around the anchoring sleeve had worn through the sleeve and had severed the sleeve. A new lead was placed without incident. No patient complications have been reported as a result of this event.